Manufacturer narrative:
The customer reported that the device would lock up. The unit was evaluated at philips, and the symptom was verified. Reloading the software resolved the issue. We are considering this issue the result of software corruption.

Event description:
The customer reported that the device would lock up.